Manufacturer narrative:
This report is for an unknown guides/sleeves/aiming/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the external fixation surgery for distal radius fracture. During the surgery, the surgeon used four (4) seldrills but one of them got stuck into the sleeve. The surgeon inserted the seldrill without using the sleeve. The surgery was completed successfully within thirty (30) minutes delay. Patient outcome is reported as stable. The seldrill was implanted in the patient. The revision surgery will be performed 2 weeks later. No further information is available. Concomitant device reported: seldrill-schanzscr ø4 l175/40 ti (part # 494.779s, lot # unknown quantity 1). This report is for one (1) unk - guides/sleeves/aiming. This is report 1 of 1 for complaint (B)(4).

Event description:
Update: concomitant device reported: unk - guides/sleeves/aiming.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d11: concomitant products added to complaint. H6: investigation summary: complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-ray¿s were provided and no material was returned for investigation. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.